Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampons began to unravel while inserted- vagina [foreign body in reproductive tract]. Tampons began to unravel [device breakage]. Removed tampons and they were barely hanging onto the string [complication of device removal]. Case description: consumer reported via e-mail that tampons began to unravel while inserted. No serious injury reported.

Manufacturer narrative:
Correction: field g4 now populated. There is insufficient information to perform a product investigation.

Event description:
Tampons began to unravel while inserted- vagina [foreign body in reproductive tract]. Tampons began to unravel [device breakage]. Removed tampons and they were barely hanging onto the string [complication of device removal]. Case description: consumer reported via e-mail that tampons began to unravel while inserted. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampons began to unravel while inserted- vagina [foreign body in reproductive tract]. Tampons began to unravel [device breakage]. Removed tampons and they were barely hanging onto the string [complication of device removal]. Consumer reported via e-mail that tampons began to unravel while inserted. No serious injury reported.